Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at afternoon with blood glucose of 972 mg/dl. Customer current blood glucose was 220 mg/dl. Customer did not feel ok to troubleshoot. Customer did not contact their healthcare provider for blood glucose reading. Customer treated their high blood glucose reading with insulin drip. Customer admitted to the hospital by their own. The hospital name was (B)(6) hospital. The hospital phone number was (B)(6). Customer had abdominal pain and meter been high since the morning. Customer was wearing insulin pump during hospitalization. Customer nurse stated high blood glucose reading started on (B)(6) 2017 but customer was not sure when infusion set was changed and how often it was changed. Customer drive support was normal. Customer nurse stated there was stress mark at the reservoir and where the tubing connects. However, customer insulin exited. Customer nurse did not check the insulin condition and not sure if the cannula was bent. Products will not be returning for analysis.